Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-00187 and 3005099803-2011-00188 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure in the mid-femur performed on (B)(6), 2011. According to the complainant, while attempting to ablate a bone lesion in the mid-femur, a generator error (e02) occurred. The pads and connections were checked, the area was flushed with saline and the electrode was replaced, but the error recurred. The procedure was not completed due to this event. The account reported that there were no visible defects with either electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being stable.